Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix anomaly. As the helix was rotated 10 times clockwise using the helix manipulation tool, however, the helix was not deployed. The manipulation tool was then removed, the entire lead was straightened, and the torque was released. After further rotations of 20 and 30 times, no improvement was observed. This rv lead was replaced with the same model, not implanted and will not be returned due to infection or contamination. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix anomaly. As the helix was rotated 10 times clockwise using the helix manipulation tool, however, the helix was not deployed. The manipulation tool was then removed, the entire lead was straightened, and the torque was released. After further rotations of 20 and 30 times, no improvement was observed. This rv lead was replaced with the same model, not implanted and will not be returned due to infection or contamination. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes field (f10) in section f, for use by uf importer and device codes field (h6) in section h, device manufacturers only. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
This report is being submitted to correct the patient information fields in section a, patient information.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix anomaly. As the helix was rotated 10 times clockwise using the helix manipulation tool, however, the helix was not deployed. The manipulation tool was then removed, the entire lead was straightened, and the torque was released. After further rotations of 20 and 30 times, no improvement was observed. This rv lead was replaced with the same model, not implanted and will not be returned due to infection or contamination. No additional adverse patient effects were reported.